Event description:
It was reported that after a factory reset, the patient experienced hyperglycemia while using the ilet, with the parent and patient noting high glucose readings despite no visible issues with the cartridge, connector needle, or infusion site; the user switched from a comfort/contact detach 23" set to an inset 23", applied a new infusion set, and resumed insulin, and they were advised to disconnect from the ilet for two hours if a manual injection was given. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education with planned follow-up to reassess glucose response. Investigation included remote assessment and user-guided infusion set replacement. Investigation of this case revealed no observable hardware damage or site complications, with the cause of hyperglycemia remaining unclear after infusion set change and device checks. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.